Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2013 with the following findings: pump records show the last bolus and the last basal delivery were on (B)(6) 2013. A ¿ezprime¿ sequence was successfully performed. A 24 hour duration test was successfully completed. There were no alarms related to the complaint noted in the alarm history; only typical usage observed. The basal and boluses add up appropriately to total the total daily dose. The pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. The display screen was observed to have a pinkish contrast. The audio bolus button cover was observed to be missing from the pump. Unable to perform a 10u audio bolus due to missing cover. Investigators were unable to duplicate reported complaint.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging that the patient experienced a hypoglycemic event with blood glucose (bg) measurement of 30 mg/dl. The patient¿s low bg was treated with consumption of carbohydrates with the bg responding by elevating in the 200 mg/dl range. The reporter was unable to provide any further information regarding this event. There was no allegation of a pump malfunction in relation to this event. This complaint is being reported because the patient reportedly experienced hypoglycemia of unknown origin while on insulin pump therapy. If further information becomes available, this complaint will be updated according.